Manufacturer narrative:
Product ID 8711, lot# j11199r37, implanted: (B)(6) 2002, product type catheter; product ID 8711, lot# j11199r38, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a pump memory error occurrence at time of refill. The patient was seen by healthcare provider (hcp) for a pump medication refill on (B)(6) 2012 and during initial telemetry when pump was interrogated, a pump memory error occurred. Additional telemetry confirmed a non-critical alarm occurred due to pump memory error which was found to relate to the alarm interval settings. The alarm information showed data was invalid for the alarm intervals. All other data looked correct. The critical alarm was reset 10 minutes and the noncritical alarm interval at one hour, which cleared the memory error. There were no patient symptoms or issues as a result of the error. The medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.